Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient that reported that the circumstances that led to the power on reset error message was that the patient was attempting to make a change to the device programming and was getting the ¿contact your representative icon.¿ the patient was essentially unable to make changes despite her programmer showing over ½ active battery life. After the patient changed the batteries in the patient programmer, it reset the error message.

Event description:
The manufacturing representative (rep) reported information on behalf of a patient. The rep reported a power on reset (por) warning message. The rep did not have any further information regarding the patient, or device. The rep was to follow up with the patient. No patient symptoms were reported. Indication for use is non-malignant pain. Additional information received on 2016-12-01 from the manufacturer representative reported that the patient saw the power on reset, 006 error message, a call your doctor icon, and the ¿! In a triangle¿ on (B)(6) 2016. The patient reported that they changed the batteries in their patient programmer and was able to communicate with the implantable neurostimulator (ins) to resume stimulation. The patient and manufacturer representative did not meet to interrogate the device and at the time of this report the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.